Event description:
The reporter indicated the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens, -09.00 diopter, in the patients right eye (od), on (B)(6) 2021. The lens was explanted on (B)(6) 2023 due to patient experienced elevated intraocular pressure (iop). The patient was treated with intraocular pressure lowering drugs (captoprolol eye solution+bromonidine eye solution). One month after surgery, the iop was 25.0mmhg. After adding oral intraocular pressure lowering drugs, the iop remained high by about 25-30mmhg. At last post-op visit on (B)(6) 2023, the iop was 20mmhg and problem was resolved.

Manufacturer narrative:
H6: health effect impact code: 4644 - captoprolol eye solution; bromonidine eye solution; oral intraocular pressure lowering drugs. H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).